Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the ups of the viewing station would shutdown after a minute of being unplugged. Replacing the ups resolved the issue and a battery load test was performed. The imaging system then passed the system checkout and was found to be fully functional. The uninterruptible power supply (ups) has been received by the manufacturer for evaluation however results are not available yet.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the uninterruptible power supply (ups) was not charging the battery correctly. No patient present.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.